Event description:
It was reported that while using the surgical fiber during prostate procedure, the fiber tip was damaged at 110,840 joules of use; the fiber was replaced and the procedure continued using a second fiber. At 82,499 joules of use, the tip of the second fiber was damaged. The case was completed using a third surgical fiber. There was no injury reported. This report is for the second surgical fiber.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01264. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit char, devitrification and melted glass; a white substance was noted inside the cap at the distal tip. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduce tissue vaporization efficiency. The cap condition may also result in a forward firing condition of the side-firing surgical fiber. Fiber card analysis: analysis of the fiber card indicated fiber usage (B)(6) 2013 and soft joule limit reached. This date does not match the reported procedure date. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.